Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The system was programmed off and an x-ray was done. There appears to be a 90 degree turn of the electrode coming out of the header, and this could lead to noise on all vectors. The doctor has scheduled a procedure to revise the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. There were setscrew marks in the wrong location on the terminal pin. There were spring contact marks on the teco thane areas indicating insufficient insertion depth into header. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The analysis finding of improper insertion depth for the electrode connector are due to the location of the marks on the lead terminal and the spring contact marks on the teco thane.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The system was programmed off and an x-ray was done. There appears to be a 90 degree turn of the electrode coming out of the header, and this could lead to noise on all vectors. The doctor has scheduled a procedure to revise the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The system was programmed off and an x-ray was done. There appears to be a 90 degree turn of the electrode coming out of the header, and this could lead to noise on all vectors. The doctor has scheduled a procedure to revise the electrode. There were no additional adverse patient effects.